Manufacturer narrative:
(B)(4).on an unreported date in (B)(6) 2015, the patient experienced peritonitis. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. On an unreported date in the same month as the onset, dianeal therapies were discontinued and the peritoneal dialysis catheter was removed due to the peritonitis event. The patient was placed on hemodialysis therapy for an unknown amount of time. On an unreported date in the month following the onset, a new peritoneal dialysis catheter was placed. On an unreported date two months after the onset, dianeal therapies were re-introduced and were ongoing at the time of this report. On an unreported date in the month following the onset and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.